Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a post implant visit, the lead exhibited sensing anomaly and possible dislodgement. During revision, the physician was not able to find a good position, due to the anatomy of the patient's heart. The lead was explanted and replaced. All parameters are good and stable.